Event description:
The customer reported she received a reading of 154 mg/dl on her meter before she ate noodles for lunch at 2:30 and took her regular dose of 35 units of novalog. At approximately 5:45pm, as she was driving home her eyes were blurry again and she was sweating profusely, she took a reading of 112 mg/dl at that time. She phoned her husband to let him know how she felt and finished driving home. When she arrived home about 11 minutes later, she said she passed out and her husband got a reading of 117 mg/dl on their meter. He drove her to the hospital about 20 minutes away and was rushed into the nurses. The nurse took a blood glucose of 35 mg/dl and gave her orange juice and IV of an unknown solution. She said they also gave her a glass of milk. She does not remember a diagnosis. She stayed only a few hours at that time and was released. The doctors did not change her medications at the time, but that she has an appointment to see her endocrinologist. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.